Event description:
It was reported that the customer had a blank display on the insulin pump. Customer's blood glucose level was 245 mg/dl at the time. Customer's current blood glucose level was 210 mg/dl. Customer stated that the battery cap was damaged and that there were scratches on the inside of the battery compartment. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.